Manufacturer narrative:
The evaluation result code and the evaluation conclusion code have been updated.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and the last calibration performed was acceptable. The investigation reviewed the customer's qc results and the qc recovery on (B)(6) 2021 was out of the 2 sd range. For crystallization on the calcium reagent packs, internal investigations have been completed and it was determined that there was no evidence available that the formation of crystals has influenced the assays performance or reagent stability. The investigation did not identify a product problem. The cause of the event could not be determined. The follow-up actions were that the customer has attempted multiple calibrations and reagent packs. The customer discovered crystallization on the calcium reagent packs used for patient testing. The customer has discarded the affected calcium reagent packs. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
Questionable results for 3 patients tested for calcium gen.2 (ca2) were generated by a cobas 8000 c 702 module.